Event description:
Reporter indicated that system diagnostics testing resulted in high lead impedance for a vns patient during revision surgery. A lead fracture was visually confirmed by the surgeon during surgery and both the generator and lead were replaced. Surgeon reported that his assessment of pre-operative x-rays did not reveal the lead fracture. Follow-up with the treating neurologist's office indicated that prior to surgery, patient did not perceive stimulation and subsequent diagnostics testing also resulted in high lead impedance. Patient did not have seizures and "is feeling really well." No trauma or device manipulation was reported. Product has been returned and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but not confirmed and did not cause or contribute to a death or serious injury.